Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes . Section d9: returned to manufacturer on: june 29, 2023. Section h3: device evaluated by manufacturer¿ yes . Device evaluation: the complaint handpiece was received inside of a handpiece tray. No iol was received (still implanted per file) therefore, no product evaluation could be performed on the lens. Customer photos were evaluated by a subject matter expert (sme). Per the investigation, the lens appears to be damaged at the 6 o¿clock position relative to the first photo and the 12 o¿clock position relative to the second photo. The identified location on the edge of the lens is not in contact with the pushrod tip and therefore would be unlikely to be due to a pushrod interaction with the edge of the lens. The identified location on the edge of the lens potentially could have been pinched between the lid and base of the lens module resulting in the damage observed. However, typical presentation of that type of damage from that manufacturing issue differs than what is observed here. To mitigate this occurrence, the lens position is 100% inspected at the manufacturing site with inspection of the lens position once the lens is assembled in the device. Visual inspection of the complaint handpiece under magnification revealed that it was received with the plunger rod fully retracted and viscoelastic residue was identified inside of the cartridge tip and neck; however, no residue could be identified near the base of the cartridge. Trace amounts of viscoelastic residue could be identified inside of the lens module; however, the residue identified is consistent with a handpiece that had the plunger rod retracted. The handpiece was inspected, no issues that could cause or contribute to the complaint issue could be identified. Based on the complaint investigation results, a failure investigation (fi) was opened and conducted. The results of the fi indicate the potential cause is related to human error. No nc/CAPA was escalated. This type of event will continue to be monitored. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was found to be chipped at the rim of the trailing haptic after implantation into the patient's eye. The doctor felt no unusual resistance during implantation and stated that there was no failure during setting. The iol remains implanted and there is no report of patient eyesight issues, such as glare or halos. No additional information was provided.

Manufacturer narrative:
Section a2 and a4: unknown; requested but not provided. Section d6a: if implanted; give date: unknown/not provided. Section d6b: if explanted; give date: n/a (not applicable). The lens remains implanted. Section e1: email address: unknown; requested but not provided. Section e1: telephone number: (B)(6). Section g4: this report is being filed on an international device; tecnis optiblue 1-piece iol with tecnis simplicity, model dcb00v that has a similar device, tecnis 1-piece iol with tecnis simplicity model dcb00 which is distributed in the unites states under (B)(4). Section h3-other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the photo/video device history record, complaint trending, and risk documentation, if applicable for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.